Manufacturer narrative:
(B)(4): physio-control replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the reported/observed power problem.

Event description:
Physio-control evaluated the device and observed that it would not operate on ac or battery power, there was no patient use associated with the reported event.